Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device working channel is defective and damaged, black pieces came out. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: e4, g2 - report source.   The device was returned to olympus for inspection and the reported failure was not confirmed.   Based on the results of the investigation, the definitive root cause of the issue could not be determined.   Should additional relevant information become available, a supplemental report will be submitted.   Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.